Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during occlusion test and was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor. The motor passed the motor test. The pump was unable to perform the occlusion test due to prime anomaly. The insulin pump was received with cracked display window corners, reservoir tube lip, belt clip slot and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and that they were experiencing high blood glucose levels. The customer's blood glucose reading was 20 mmol/l. They changed their infusion set the night before. Their blood glucose was ok and then gave themselves a bolus before bed. During the night, their blood glucose levels were high. The day of the call, the customer changed their infusion set twice but their blood glucose levels were still high. The customer was advised to perform the high pressure test; in which no kinks or damage to tubing were found and insulin did not exit. Motor error alarm occurred and the customer tried to rewind the pump and manually push piston through to the end. Motor error occurred again. The customer was advised to discontinue use of the device, make a note of her basal rates and to revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned and analysis was completed.